Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin of the lead had separated from the anode ring and the coils were pulled 5 mm beyond the proximal end of the terminal ring. The terminal pin was not returned, without it we are unable to verify the condition of the bonding. This damage is usually indicative of a failure of the bond between the medical adhesive on the insulation and the anode ring. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that during a revision procedure the proximal end of the lead broke. Lead was removed from service. No adverse patient effects reported.